Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site was experiencing difficulties using the programming wand, and it would produce communication error messages when attempting to interrogate multiple vns patient's devices. The programming wand is expected to be returned for manufacturer for further analysis, and the device is in the process of being sent from the manufacturer's (B) (4) office to the main office in (B) (4).